Event description:
The caller reported that the t: slim x2 pump battery would not charge, and the screen was dark and non-functional, which required a visit to the emergency room. There was no reported impact on the customer's blood glucose level. The customer service team instructed the caller to attempt several troubleshooting steps without success. Consequently, a replacement tandem cable and wall adapter were sent via two-day shipping, and follow-up actions were planned. Meanwhile, the customer was advised to continue receiving IV therapy in the hospital if the pump battery depleted before receiving the replacement charging supplies. Upon follow-up using different charging supplies did not resolve the issue. Cts will replace pump.